Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lv lead was placed in a lateral branch and fixation was confirmed by push and pull tests. Slitting was performed without issue. Subsequent lead testing prior to pocket closure revealed that the lv lead was dislodged and this was confirmed via fluoroscopy. The lead was removed and replaced. No patient complications have been reported as a result of this event.